Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The pod fell off from the arm while wearing the device between 48 and 71 hours. The patient visited the doctor and was prescribed antibiotic flucloxacillin 500 mg as treatment.